Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis team. The unit was returned for failure analysis and the reported failure (error 319 on acc) was confirmed via system logs and replicated in-house. The unit was tested on an in-house system and failed normal mode triggering error 319. The rolling loop was found to be damaged. The rolling loop was swapped with a new one and the error no longer occurred. The original rolling loop was reconnected, and the errors returned.

Manufacturer narrative:
Based on the claim against the product by the customer noting an error on the usm 4, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse removed and replaced the universal surgical manipulator (usm) 4 due to a hard 319 error. The system was tested and verified as ready for use. Isi has received the part, however; failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the customer called the intuitive surgical, inc. (Isi) technical support engineer (tse) and stated that they kept getting a fault for the universal surgical manipulator 4 (usm). The isi tse reviewed the logs and found a 319 fault for usm 4. Prior to calling, the customer hard power cycled the entire system for a minute including the red emergency power off (epo) button on the patient cart and the error came back at power up. The customer then disabled usm 4 and swapped usm 3 into its place to continue with the case. The procedure was completed as planned with no reported injury.